Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated right ventricular (rv) lead displayed noise and oversensing leading to inappropriate anti-tachycardia pacing (atp) and shock therapy. The associated right atrial (ra) lead also displayed noise. Isometrics were performed and some noise was able to be reproduced. The patient was seen for a revision procedure. Upon opening the pocket testing was performed; connections were determined to have been secure. Fluoroscopy was performed which did not reveal any signs of a lead fracture or otherwise. The leads were inspected visually and again, no issues with the leads were noticed. The pace/sense portion of the rv lead was surgically abandoned. A new pace/sense rv lead was placed. The device was explanted and replaced. There were no adverse patient effects reported.